Event description:
It was reported to kendall healthcare products on 1/25/01 that the registered nurse was giving a heparin injection and went to push the shield over the needle with the thumb. The thumb slipped and was stuck by the needle. No sample or lot number are available.